Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the logs and found that on the day of the error complaint that there were several "gas loss in iabp circuit" alarms logged and then there was one "system power off' listed in the power activity logs. Completed all diagnostic, performance and safety tests on the unit and did not find any issues. I ran the unit for approx. 2 hours and no issues. The unit was approved for clinical use and returned to the department.

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutting down while in use. Patient was involved. No harm.